Event description:
A set received unexpectedly from the customer was noted to have a balloon in the silicone segment and a separation of the set above the second y site. There was no report of pt harm or med intervention. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.